Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g1 were updated. There was no indication of a performance issue with the reagent since qc was within the range. The customer replaced the sample probe. The maintenance action (replacing the sample probe) performed by the customer resolved the issue. No further issues were reported after the customer troubleshooting/maintenance.

Manufacturer narrative:
The gluc3 reagent expiration date was not provided. The cobas pro ise analytical unit serial number was (B)(6). The qc recovery was acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient plasma sample tested with glucose hk gen.3 (gluc3) assay on a cobas pro ise analytical unit when compared to a different analytical unit. Initial result: 91 mg/dl. There was a sample probe error on the instrument between 20-nov-2024 and 21-nov-2024 and the customer replaced the sample probe. Since then, the customer started noticing a fluctuation in results, prompting them to repeat the sample. Repeat result: 61 mg/dl (tested on another analytical unit).